Event description:
Patient revised for patella resurfacing, polyethylene wear noted on insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The initial reporting stated that revision surgery was conducted to resurface the patient natural patella. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approximately 17-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.